Manufacturer narrative:
The reported field event of under-sensing was verified. However, the device behaved normally according to its programmed settings and no device malfunction was detected. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Session records from the field were provided to abbott technical support. Based on the analysis of the session records provided, no device deficiency was observed. The cause of the intermittent undersensing was due to the signal amplitudes being smaller than the programmed maximum sensitivity of the device and, at times, due to a larger signal being followed by a much smaller signal which resulted in the sensitivity of the device not being increased enough at the time of the smaller signal for it to be detected. Abbott technical support attributed the reported event to normal device behavior based on the programmed settings of the device at the time of the event.

Event description:
It was reported that the patient presented to the emergency room due to arrhythmia. The device delivered multiple appropriate high voltage shocks and was able to return the patient to sinus rhythm, however, the patient later passed away. The physician suspected undersensing may have occurred. Abbott technical support was contacted and noted undersensing occurred due to the signal amplitudes being smaller than the programmed max sensitivity. Abbott technical support did not suspect a device malfunction occurred and noted the device behaved appropriately according to its programmed settings. The primary cause of death and relation to the abbott device is unknown at this time. Further information was requested but is not yet available.